Event description:
The returned sample was visually inspected and the reported "piece of plastic" could not be found. The sample was then functionally tested for flow and confirmed to be blocked at the check valve. Co has found this type of blocked is caused by excessive solvent application during the automated assembly process of the check valve. Investigation into this problem revealed the issue to be related to the equipment dispensing the solvent during the assembly of the check valve. Corrective action was immediately taken whereby a complete maintenance review was performed. The equipment was modified and revalidated to assure that the solvent dispense volume is within specification and is reproducible. Co is confident that these changes will successfully eliminate the solvent issue experienced.